Event description:
It was reported that the 9800 system vertical column will not go up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power supply. The system was tested and found to be working as intended and placed back into service.